Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they had been in pain for the last couple of days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.